Manufacturer narrative:
UDI# (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign-(B)(6). Concomitant medical products: part 113954; lot 410050; md hybrid glenoid base 4mm; part 118001; lot 652590; versa-dial/comp ti std taper; part pt-113950; lot 760210; pt hybrid glen post regenerex; part 113611; lot 170140; comp primary stem 11mm micro. Multiple MDR reports were filed for this event. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial shoulder procedure on (B)(6) 2018. Subsequently, the patient was revised due to comprehensive anatomic to reverse shoulder on (B)(6) 2019. No additional patient consequences were reported.